Manufacturer narrative:
Evaluation, results: root cause of the issue is undetermined. Conclusion: root cause of the issue is undetermined; conclusion not yet available: evaluation in progress. (B)(4).

Event description:
The physician was using a scuba co-cr peripheral bare metal stent system to treat a lesion in the superior mesenteric artery. Device was inspected prior to use with no abnormality noted. During the expansion of the stent physician found the stent dislodged . Device was removed and another stent was used to complete the procedure. No patient impact was reported.

Manufacturer narrative:
Related to operational context-the stent dislodgement occurred most likely due to the operational context.

Event description:
Evaluation summary: the stent was returned removed from the device. Traces of blood were detected on the balloon and into the inflation line of the device. The heat setting mark was detected on the balloon surface. One end of the returned stent was damaged .no other abnormalities detected on the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.